Event description:
It was reported that the patient was experiencing inadequate stimulation and difficulty charging the implantable pulse generator (ipg). The patient's ipg was replaced with a non-rechargeable device. The patient was doing well postoperatively and the explanted ipg will not be returned.